Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2004 - the pt was implanted with a bard ventralex hernia patch during repair of an incarcerated umbilical hernia. Ten years post implant, the pt began experiencing pain and went to the ER where it was determined that the pt had a partial small bowel obstruction. Conservative management for the small bowel obstruction failed. On (B)(6) 2014, the pt underwent explant of the bard ventralex hernia patch due to partial small bowel obstruction.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions which is a known possible adverse reaction listed in the IFU. At this time no conclusions can be made. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.